Event description:
Manufacturers ref#: (B)(4).

Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. It was reported that the ventilator failed the safety valve test and the pressure transducer test during the pre-use check. The reported issue was solved by performing a pre-use check and recalibrate the pressure transducers. The ventilator passed all functional and safety tests and was cleared for clinical use. No parts were replaced, therefore the root cause for the reported problem could not be determined.

Event description:
It was reported that safety valve was making noise and was not working properly. There was no patient involvement. Manufacturer ref.#: (B)(4).